Event description:
It was reported that the portex tracheal tube clear murphey eyesoft seal had a leakage issue wherein the patient underwent routine uneventful general anesthesia (ga) and tracheal intubation and was ventilating well then. Later, a leak (~200ml volume) developed around the tube towards the end of the case. Addition of further air did not stop the leak for more than a few seconds. Upon later inspection (during underwater testing), it became apparent that the leak originated from where the tube meets the proximal portion of the cuff. There were patient involvement and no reported harm or adverse events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.